Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idvt (idiopathic ventricular tachycardia) ablation and the patient experienced heart block that required temporary pacemaker and eventually an ICD (implantable cardioverter-defibrillator). The patient went into complete heart block after ablation. The heart block was noticed due to mapping while in vt (ventricular tachycardia) and when vt broke, there was no underlying rhythm. The heart block was confirmed with 12 lead EKG. No further ablations were made once the heart block was noticed. The doctor put a transvenous pacer through the right ij (internal jugular) (the reporter stated they believe it was the right ij and they know it was in the neck) to watch overnight and review the next day for a permanent pacemaker if the patient did not recover. The patient was in the ICU (intensive care unit) under observation with a temporary pacer. The patient remained in chb (complete heart block) and had a biv (bi ventricular) ICD inserted the next day. The patient was discharged on (B)(6) 2026. The doctor did shoot the coronaries and confirmed they were clear and there was no damage. The physician's opinion on the cause of the adverse event was damage to the av node during lv (left ventricle) ablation. The physician does not believe the ablation catheter was a contributing factor.